Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis could be performed. Conclusion: without return of the product no definitive conclusion could be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was reported that the patient did not have much calcification and no findings that the delivery catheter system (dcs) was caught during the procedure. Postoperatively, anesthesia was poor and magnetic resonance imaging (MRI) scan showed cerebral infarction. Thrombus collection was performed four time and pharmacotherapy was administered. However, the cerebral infarction did not improve and consciousness did not return. It was noted that the collected thrombus was not very fresh. The physician considered that there was a high possibility that the thrombus occurred prior to the insertion of the device. Per the physician, the cause of the thrombus was unknown. No adverse patient effects were reported.